Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected, functionally tested, and an alarm log review was performed. The power on self-test noted nothing unusual. Visual inspection noted a broken door. The alarm log review did not identify an f-38 alarm; however, they did note an f-2 alarm. The cause was determined to be the damaged door. To address this condition, the door was replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-38 alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.